Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the transaction history of the device, pick list, and delivery note confirmed that the ordered needles were delivered in september 2020, not november 2022 as stated by the customer. Therefore, the reported complaint could not be confirmed. The initial medwatch incorrectly reported the site registration number. The site registration number is (B)(4). This supplemental report also includes a correction to d9. Additional information has been added to d4 and h4. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to an olympus company representative, that the customer received a batch of 19 gauge needles with very poor expiry dates on them. (It was later clarified that the expiration date of needle was really close when it arrived at the facility) four of the needles expired on 12dec2022 and one needle on 03mar2023. The facility does not carry out enough 19 gauge endobronchial ultrasound (ebus) procedures to get through the batch in time of the expiry date. The customer stated lymphoma cases required a repeat procedure due to the inadequate sampling from a 21 gauge needle. The device was not returned to olympus for evaluation. This report is being submitted for an expired product that lead to requiring a repeat procedure and time delay. No additional information has been provided at this time. Attempts to retrieve additional information from the customer are in progress.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3011050570.